Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, catheter removal difficulties occurred. The 80% stenosed lesion was located in the right iliac artery. The physician inserted a 6fr introducer sheath and another manufacturer's 0.035 guide wire. As the physician advanced the 8 x 37mm express vascular ld premounted stent system through the introducer sheath, resistance was encountered. The express sd was advanced across the lesion. The physician inflated the balloon to 12 atms and successfully deployed the stent in its intended position. The physician deflated the balloon and as the express vascular ld delivery system was pulled back into the introducer sheath, the device stuck to the introducer sheath. Two "negative pressures" were applied to the express ld balloon and another attempt was made to withdraw the express ld from the introducer sheath, however, this attempt was unsuccessful. The physician removed the express vascular ld and the introducer sheath as a unit outside of the patient. The express ld stent remained fully apposed in its intended position. The physician completed the procedure with this device. No pt complications were noted and the pt's status was reported as "stable.